Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06322. Additional information received identified the patient's wound is healing well, and the issue has reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06322. Additional information received identified the patient's lead incision was washed out and cleaned on (B)(6) 2015. The physician noted the infected site was looking better. The patient will continue to be monitored by her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06322. Additional information received identified the patient's infection has cleared but her wound has not healed. The patient's physician plans to clean the wound again and will continue to monitor the patient.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06322. It was reported the patient's leads were poking through her skin and the incision sites have become infected. As a result, the patient's leads were explanted during surgery on (B)(6) 2015. Additional information received identified the patient's infection continues to heal.the patient's system was peripherally placed (off-label).